Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had no power. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11. Work order was just dispatched to the getinge filed service engineer (fse) on 8/14/25. Called customer and biomeds stated pump was returned to use, no problem with pump, it was not locked into cart. Once reseated issue went away. No on site visit. No further info available. Notified customer of correct process per manufacturer requirements.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. 3 gfe's raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.